Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(4) implanted: 2016-(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient's system was checked by another rep and impedances were reported to be normal. It was reported that the patient's device was reprogrammed to resolve the issue of the system not working after the patient fell. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a bad fall about weeks ago and their system was not working. No further complications were reported.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6), implanted: (B)(6) 2016, UDI#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for no n-malignant pain. It was reported the patient was in a car accident about a month ago where they were rear ended at high speed. An impedance test was performed that showed electrode 1 was >10,000 ohms. It was noted that electrode 1 was not used in any current programs. The issue was reported as resolved at the time of report. Relevant medical history included chronic lumbar radiculopathy. No surgical intervention had occurred and none were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was from a healthcare provider (hcp) 2019-03-20. It was reported MRI compatibility guidelines were requested. The patient was told by the manufacturer representative (rep) that one of the leads was not working and that it was broken. The MRI tech was going to get an x-ray to confirm. The patient reported the device was not working and he was not getting as much relief. He had a fall last year. The patient was still using the device and was able to put it into MRI mode. The caller reiterated the information about the potential broken lead and added that the radiologist took an x-ray and did not see any breaks in the lead, however, there was a section of the lead not visible on the x-rays so they did not know for sure whether there were breaks. No further complications were reported/anticipated.